Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer had difficulty inserting the cartridge onto the pump. The customer changed the cartridge to address the issue. Customer's blood glucose level was 186 mg/dl.